Manufacturer narrative:
The investigation into the reported positioning issues was completed. The pump was returned for evaluation. Visual inspection of the returned pump did not reveal anything abnormal. Based on available information, the root cause of the positioning issue was use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a 41-year-old female patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues on the repositioning sheath, where the blue suture hub, and the white portion (where the t-lock is) swivels. The physician believed this made the pump torque out of position. The physician then put a stitch in to hold it in place on day 3 of the support. No excessive force was reported. Three days later it was later reported that the issue was persisting and so the issue was minimized when a zip tie was placed. No further information was provided. There were no reports of harm to the patient. The pump support continued for another 6 days til pump was explanted. The patient remained on ECMO support after the 5.5 explanted.